Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the fa16may2006 letter.

Event description:
A distributor reported an issue with the freestyle meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. There was no report of death or serious injury.